Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was unable to test her blood glucose level due to the error message e-1, which is a designed fail safe to prevent the device from functioning when certain conditions are met. The test strips were found outside their container. The patient had difficulties breathing and was taken to the hospital by family members, where she was diagnosed with hyperglycemia and received insulin as treatment. At the time of the report, the patient was still in hospital.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.